Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unused pacemaker exhibited loss of radiofrequency (rf) telemetry after distribution. The pacemaker could not interrogate via rf telemetry, but could connect with an inductive wand. No intervention was performed and no patient was involved.